Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since implant three months ago the implantable pulse generator (ipg) is bulging in their chest and they have experienced pain. The patient expressed that it was like bees swarming in their chest, thought they were going to die from chest pain and was vomiting due to the medication for the pain. The patient also noted that it was poking at their clavicle and they felt miserable with stinging every once in a while and pain when they moved. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that "anything touching the ipg is so painful" and that "water in the shower even hurts it". They stated they "can feel it sitting on the bone" and would "rather die than have it in" and that their blood pressure is high due to their annoyance. No further patient complications have been reported as a result of this event.